Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (literature article). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available because this was related to a literature study. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The date of event (b3), in section b -adverse event or product problem was estimated, since it was not informed in the literature article.

Event description:
A kidney injury occurred. Per literature, it was reported that a 150 consecutive af patients were enrolled undergoing ablation with one of three pfa systems: farapulse (fp), non-boston scientific pulseselect (ps), or non-boston scientific varipulse (vp). Blood samples were collected pre-procedure, immediately post-procedure, and at 24 hours. Hemolysis markers and myocardial injury markers were measured. Procedural characteristics and complications were compared across systems. Results concluded hemolysis markers increased significantly in all systems, with farapulse showing the greatest changes complications included acute kidney injury in two farapulse cases and cardiac tamponade in one non-boston scientific case. Article title: comparison of hemolysis markers among three pulse field ablation systems: hemo-pfa study.